Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated vitros trop I es result occurred from one patient sample processed on the vitros 5600 integrated system. The investigation confirmed that the sample involved in the event was not processed in accordance with the tube manufacturer's recommendation. Evaluation determined the vitros 5600 integrated system was operating as intended and did not malfunction. A definitive root cause of the event could not be determined, however pre-analytical sample processing cannot be ruled out.

Event description:
The customer observed a non-repeatable higher than expected vitros tropi es result from one patient sample processed on a vitros 5600 integrated system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was reported outside the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)